Event description:
Right breast saline implant leaking. For replacement which necessitated out-patient surgical procedure. History of present illness: history of bilateral breast augmentation 30+ years ago using silicone gel implants in a subglandular position. Previously had exchange of her implant for saline implants. She believes at that time the volume was 235 ml. Six years ago, she presented with a capsular contracture of both breasts and underwent bilateral capsulectomies and replacement with new saline implant with a volume of 330 ml. She has recovered well from that surgery. She was very happy with her outcome. She is back doing her normal activities, playing tennis. She found in late last year that the right breast was becoming smaller than her left side. Given the busy holiday season, she decided not to pursue anything but has found over the past 2-1/2 months that the right breast appears to be smaller than the left side and it has continued decreased slowly in size. She has had no antecedent history for trauma to her chest. Most recent screening mammogram was last year, that was within normal limits. She is now presenting with a leaking right breast saline implant for replacement.